Manufacturer narrative:
It was reported that right hip revision surgery was performed. During the revision, the hemi head, modular sleeve, r3 liner and screw were removed. The r3 shell remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the r3 shell, r3 liner, hemi head, sleeve and screw was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified for the r3 liner, hemi head and screw. Similar complaints have been identified for the r3 shell and this will continue to be monitored. Similar complaints have been identified for the sleeve. However, as the device is no longer sold, no action is to be taken. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Non-conformance was noted involving management of historical documents. This non-conformance has now been solved. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The available medical documents were reviewed. Although elevated cobalt levels, grayish inflammatory tissue staining, pseudocyst, as well as red to brown soft tissue histiocytes are consistent with findings associated with metallosis the metal debris was only seen behind the liner and the components were well fixed with no trunnionosis.; the root cause cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond revision and expected transient post-op convalescence period cannot be determined. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery was performed due to unknown reasons.